Event description:
It was reported that during a laparoscopic sigma procedure, the device lock would not function. It was not reported how the procedure was completed. There was no pt consequence.

Manufacturer narrative:
Info anticipated, but unavailable at this time.